Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of a 56mm evoque procedure in tricuspid position by right femoral vein where there was a good deployment of the valve and in good position. On pod15 the patient went to the ER with "strange" symptoms. The patient had an av block and a permanent pacemaker was implanted on pod19.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record review was completed. Based on this review, no non-conformance's related to the complaint event were identified. According to the IFU, conduction disturbances - potentially requiring treatment like a permanent pacemaker - are known risks. These events are often linked to pre-existing cardiovascular conditions and may be worsened by anesthesia or intra-operative medications. Other possible causes include coronary obstruction (e.g., air embolism, spasm, or edema near the av node). Transcatheter procedures can also trigger conduction issues due to direct interaction with cardiac structures, especially in predisposed patients. The valve's design, which applies radial force and anchor interaction to the septum, may contribute to such disturbances, though a definitive root cause cannot be determined. Since no manufacturing non-conformance's were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.